Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support provided the customer with instructions on resetting the pump, and the customer successfully reset the device without recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue reappeared.